Event description:
Evaluation revealed a dislodged display screen and a review of the pump history indicated that loss of cartridge detection had occurred.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen. A review of the pump history indicated that loss of cartridge detection had occurred, but could not be duplicated during investigation.